Event description:
It was reported to boston scientific corporation that an orca was used for the colon during a colonoscopy procedure performed for screening on (B)(6) 2025. During the procedure, when the physician attempted to apply irrigation, the air/water valve sprayed fluid onto the physician face. The procedure was completed using this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.